Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing related ref: 3005334138-2018-00485, 3005334138-2018-00486. During a procedure blood was noted leaking form the hemostasis valve. The physician attempted with two additional introducers and a leak was observed. A non-abbott device was used to continue and complete the procedure with no adverse consequences.